Event description:
There happened an incident with the power supply of an akita jet on the (B)(6) 2012. The incident was reported to activaero by phone via a rehabilitation hospital in (B)(6). There was no pt or user injured during this event nor was a damage by fire or electric shock reported. A pt inhaled at home and smelled something "very bad and very strongly like something burned". The pt inspected the power supply and turned it around, to have a look at the bottom-side. The pt then identified a small hole of about 6mm on the bottom side of the power supply and pulled the plug. Once the plug was disconnected the power supply cooled down. This incident happened with the akita jet device, which is not on the us market, but a rather similar device (the akita2 apixneb) is on the us market.

Manufacturer narrative:
Evaluation: eval summary, risk analysis. Planned exchange: info letter device exchange FDA safety letter device exchange user.